Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was received and analyzed. Weekly battery voltage trend data shows min battery voltage of 2.716 to 2.634 volts minimum between (B)(6) 2013 and (B)(6) 2013 which is before device recommended replacement time (rrt) of less than or equal to 2.6251 volts. Concomitant products: product ID 4470 competitor implantable pacing lead implanted: 2008 (B)(6); product ID 694765 implantable pacing lead implanted: 2008 (B)(6); product ID 419688 implantable pacing lead 2010 (B)(6). (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device reached eri prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.